Event description:
It was reported that a patient allegedly fell due to the staff shutting off the bed exit alarm because it was falsely alarming. No information has been provided regarding the alleged patient fall or extent of any injuries.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer which stated the bed exit was too sensitive and would give false alarms when patients moved from the center of the bed. It was alleged that staff members were consequently turning off the alarm, which led to three patient falls. It was confirmed that there were no alleged injuries from the patient falls. Further investigation determined the bed exit was working within specification.. It was also determined the account was used to the older 3 bed exit system and found the new system to be more sensitive than what they were used to using. The issue was resolved by re-educating the customer on the differences in the bed exit software and updating the software. Evaluation performed by customer.

Event description:
It was reported that a patient allegedly fell due to the staff shutting off the bed exit alarm because it was falsely alarming. No information has been provided regarding the alleged patient fall or extent of any injuries.